Manufacturer narrative:
Batch review performed on 22 march 2022. Lot 1811871: (B)(4) items manufactured and released on 23-may-2019. Expiration date: 2024-may-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Clinical evaluation performed by medical affairs director: few weeks after primary cementless tha a periprosthetic fracture occurred. No specific traumatic event is reported. Periprosthetic fractures are a possible adverse event following tha, described in the instructions for use. The preparation of the femoral bone by rasping is per se traumatic and during the rehabilitation period it is possible that sudden movements, perhaps linked to physiotherapy, may induce inappropriate stresses to the bone. We see no reason to suspect a faulty device at the origin of this adverse event.

Event description:
The patient came in reporting pain due to a periprosthetic fracture and the cause is unknown. About 5 weeks after the primary surgery, the surgeon cabled the fracture and revised the stem, head, and liner. The surgery was completed successfully. Bone quality was good and it is very unlikely that the fracture occurred intra-op during the primary.